Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "image gets dark blade is in contact with metal" was not confirmed. The technical investigation was performed on all three devices and the customer complaint could not be confirmed. The monitor shows signs of wear, and the side video socket is damaged - this is where the cable connects to the blade, which is responsible for transmitting the image and all other signals to the monitor. If this is damaged, it can lead to a brief, sporadic failure. Although this was not identified during the inspection, it could still have been the cause of the image failure. Therefore, it was concluded that the cause of the described fault is mechanical damage to the side video socket, caused either by the user or during refurbishment. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that image gets dark when blade is contact with metal. No negative impact in state of health reported.